Event description:
The device reportedly would not turn on when the power button was pressed during the reported event. A back up device was obtained and treatment was continued. The patient's outcome was not reported.